Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device having metal shavings was duplicated, but the device did not overheat. Based on the investigation details, the likely cause was problems with the release collar and anti-rotation ring, which were both replaced along with other components.

Event description:
It was reported that when the device is rotating it has metal shavings and then overheats. Multiple attempts to gather add'l info on the event were unsuccessful. Adverse consequences are unk, but at this time there have been no known adverse consequences reported to the MFR.